Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("abnormal bleeding") and transfusion ("other injury(ies) or complication please describe: needed two blood transfusions") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient underwent transfusion (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses/abnormal bleeding(menorrhagia)"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, transfusion, menorrhagia, anxiety, depression, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, transfusion and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months, ms. (B)(6) sought treatment on multiple occasions for symptoms of severe abdominal pain, abnormal bleeding, and prolonged menses, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion coils were placed correctly. Most recent follow-up information incorporated above includes: on 16-apr-2019: plaintiff fact sheet received, reporter added, plaintiffs information updated, patient demographic updated, essure insertion and removal date updated, events added- vaginal haemorrhage, dysmenorrhea, pelvic pain, transfusion. Events onset date and severity added, lab data information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain'), genital haemorrhage ('abnormal bleeding') and transfusion ('other injury(ies) or complication please describe: needed two blood transfusions') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. In (B)(6)2016, the patient underwent transfusion (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses/abnormal bleeding(menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, genital haemorrhage, transfusion, menorrhagia, anxiety, depression, vaginal haemorrhage, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, transfusion and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months, ms. Wakefield sought treatment on multiple occasions for symptoms of severe abdominal pain, abnormal bleeding, and prolonged menses, among other symptoms. The plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2012: results: total bilateral occlusion coils were placed correctly. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received : event added- pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and transfusion ('other injury(ies) or complication please describe: needed two blood transfusions') in an adult female patient who had essure (batch no. 882180- inv, 882190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, female sterilization, menorrhagia, pelvic pain female and stress urinary incontinence. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient underwent transfusion (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), menorrhagia ("prolonged menses/abnormal bleeding(menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, transfusion, menorrhagia, anxiety, depression, vaginal haemorrhage, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, transfusion and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months, ms. Wakefield sought treatment on multiple occasions for symptoms of severe abdominal pain, abnormal bleeding, and prolonged menses, among other symptoms. The plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion coils were placed correctly. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. (Lot # 882180 is not valid). Lot number: 882190, manufacture date: 2011-0,7 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-dec-2020: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and transfusion ('other injury(ies) or complication please describe: needed two blood transfusions') in an adult female patient who had essure (batch no. 882180, 882190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, female sterilization, menorrhagia, pelvic pain female and stress urinary incontinence. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient underwent transfusion (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), menorrhagia ("prolonged menses/abnormal bleeding(menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, transfusion, menorrhagia, anxiety, depression, vaginal haemorrhage, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, transfusion and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months, ms. Wakefield sought treatment on multiple occasions for symptoms of severe abdominal pain, abnormal bleeding, and prolonged menses, among other symptoms. The plantiff received treatment for pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion coils were placed correctly. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Most recent follow-up information incorporated above includes: on 11-dec-2020: mr received: lot number, medical history, reporter information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (emergency partial hysterectomy with removal of the essure). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: over the next several months, ms. (B)(6) sought treatment on multiple occasions for symptoms of severe abdominal pain, abnormal bleeding, and prolonged menses, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.